Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device with identifier (B)(6) would not charge despite being correctly placed on the charger with a solid green indicator, and the user transitioned to backup therapy; the user referenced a prior related issue. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included the need for product replacement and temporary use of backup therapy without medical intervention. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.